Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: a portion of the post on the returned device has fractured off. The device had a potential field age of 9 years and 5 months. The teeth of the broach exhibit damage, which indicates extensive use over the years of its time in service. Surgical notes were not provided. Bone quality is unknown. The details of how it was being used and in conjunction with which instruments are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. The returned device meets print specification where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the broach handle engagement tip broke during surgery, during broaching. The item was removed using extractor instruments.